Manufacturer narrative:
Three samples were returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Upon visual inspection, all three samples were received in an un activated state. No infusion sets, adhesive bases, or cannulas were included. The complainant¿s allegation cannot be confirmed. The probable cause was unknown.

Event description:
It was reported that person with diabetes (pwd) called in to report she has experienced a steep learning curve with the cleo 90 infusion sets. Pwd reports she has had a few that didn't insert, and one that was accidentally caught and pulled out. She has had to use 3 infusion sets. The infusion set was leaking. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.